Event description:
Caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer¿s blood glucose level. Customer requested a replacement cartridge and infusion set after successfully loading a new cartridge with insulin and resuming therapy. Technical support confirmed the alarm and arranged for a replacement to be sent, resolving the issue.